Event description:
The customer reported that during a pelvic exenteration, the device became locked on tissue. There was no patient injury. The site contact indicated that they have no additional information regarding the incident.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.